Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated via the communicator and a message appears on the screen which stated "please place the wand over your implanted device to begin". The field representative indicated that the patient was to be brought into the clinic in the near future to have the device checked. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that this device was explanted and returned for reliability analysis.